Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 50s mg/dl and some honey was consumed to address the low bg level. The customer stated that the pump settings were still being adjusted and after speaking to the healthcare provider, the settings were readjusted.